Event description:
It was reported that a possible catheter disconnection from the pt's pump occurred. The hcp had planned to perform a dye study or indium study to check the catheter. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).